Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was noted on the keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, he was attempting to change his set and was unable to get the insulin pump to rewind. He removed the batter and it alarmed button error. Customer's blood glucose was 120 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.